Manufacturer narrative:
A review of the records for reported lot/ batch of product has not revealed any anomaly during the manufacturing processes. Physico-chemical and microbiology analysis results of unit retained from reported lot are correct and all parameters are within established acceptance criteria. Complaint unit has not been made available for MFR testing. Root cause has not been established.

Event description:
A female patient reported experiencing corneal abcess and loss of vision (os) while including complete multipurpose solution easy rub formulation to care for her easylens brand contact lenses. Patient has been a contact lens wearer for 12 years, and had been using the bottle of solution for 4 days prior to onset. She was admitted to a local hospital for treatment. Attending ophthalmologist stated that the patient was recovering with treatment of ciloxan, tobradex and sterdex. Patient denies using tap water to care for lenses and lens case.